Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0nbg6, implanted: (B)(6) 2014, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported that the manufacturer representative received a voicemail from the healthcare provider (hcp) noting that the implantable neurostimulator (ins) had been explanted due to an allergic reaction or infection. The reporter mentioned that the patient did have a sensitivity to adhesives and had a tegaderm placed on her skin. The patient was unhappy, but it was unknown why. No explant date, clear reason for explant, or outcome was provided; so additional information was requested. If additional information is received a supplemental report will be sent.